Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart alarm noted. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer's blood glucose level was 343mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change but alarmed occurred during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.